Event description:
Image review: based on review of the images the endeavor sprint stent deployment was sub-optimal or partial, potentially due to heavily calcified lesion. There was no evidence of dislodgment prior to the deployment. There was no evidence of migration after the stent was deployed, therefore the complaint on stent dislodgment remains inconclusive. It is unclear if the customer refers to partial deployment that potentially resulted from vessel anatomy and characteristics, are referred to as dislodgment by the customer. Therefore the image review suggests that the lesion morphology impacted on the experience of the physician with the product. The images do not show the cardiogenic shock experienced by the patient. Therefore the root cause of the death cannot be confirmed from the procedural images.

Manufacturer narrative:
Results, conclusions: lesion morphology ¿ tortuous, calcified lesion with 95% stenosis, dislodgement/stent embolism, death, device not returned for analysis; evaluation in progress. (B)(4).

Event description:
It is reported that the patient presented to hospital with recurrent choking sensation and chest heaviness radiating to the neck and bilateral arms. The patient underwent a cag procedure, but developed sudden respiratory distress and chest discomfort so a pci was immediately scheduled. During the pci, it was intended to use an endeavor sprint drug eluting stent to treat a lesion in the lcx. The lcx lesion was mildly tortuous, calcified and had 90-95% stenosis present. The endeavor sprint device was removed from packaging as per the IFU and inspected with no issues noted. The lesion was pre-dilated with an unknown brand sc balloon, at 14-16 atm 3-4 times. It was reported that during attempted delivery of the stent, resistance was encountered, and the stent dislodged. Post procedure, the patient remained in a critical condition, in cardiogenic shock with left ventricular failure and decreased lv function (ef - 30%) so was intubated and put on mechanical ventilation support. The following day after the procedure, it was reported that the patient had ventricular tachycardia which was reverted to normal sinus rhythm using dc cardioversion. Post dc cardioversion it was reported that the patient developed bradycardia with hypotension. Prolonged cardiopulmonary resuscitation (CPR) was then administered to the patient, but they could not be revived. The patient died the day after the procedure, cause of death was reported as left ventricular failure and ventricular tachycardia.